Event description:
The customer was hospitalized for high bgs. Suggested the customer to use manual injections. The device was unable for troubleshooting at the time of call. Advised the customer to call back for further testing. A day later the customer called back and stated that the basal rates were not programmed on the pump when custoemr arrived to the hosp. Assisted in reprogramming the basal rates. Also the alarm history revealed several alarms. No sites or set issues were found.